Manufacturer narrative:
Patient implantation date unavailable at the time of this report april 11, 2016. This report is filed on april 11, 2016.

Event description:
Per the clinic, the patient experienced poor performance with the device. The device was explanted (B)(6) 2016, and the patient was reimplanted with another manufacturers device during the same surgery.